Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. D4: device serial number was requested but not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review with events spanning approximately 19 hours (29apr2024 at 17:12:28 to 30apr2024 at 12:27:30 per time stamp). At 07:18:17 on 30apr2024 while the patient is connected to the mpu, a no external power event occurs due to a loss of ac power. The driveline is disconnected at 07:21:28, resulting in a pump stop at 07:22:47. The no external power alarms clear at 07:22:48 when the white power lead is connected to a fully charged 14v li-ion battery. The driveline is reconnected at 07:26:13, and power is restored to the pump at 07:26:16. The pump reaches the set speed of 5300 rpm at 07:26:21. The black power lead is connected to a fully charged 14v li-ion battery at 09:15:44. The backup battery provided power to the system during the loss of ac power event. There were no other notable events active in the log file. The driveline disconnect and pump stop alarms are further addressed via the system controller and pump investigations, respectively. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the loss in ac power to the mpu, if the patient had the v-lock power cord for the mpu, and if any equipment was exchanged or returning; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history record for the mobile power unit (mpu) was unable to be reviewed due to the serial number information of the mpu not being provided. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was stable and the mpu was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was no external power at the patient's home, the pump was off after that, then the patient was found unresponsive. Log files were submitted for review and captured low voltage hazard/no external power events on (B)(6) 2024 at 0718 while connected to the mobile power unit (mpu). The mpu appeared to have lost power engaging the backup battery (ebb) in the system controller. Then at 0721 both power leads were disconnected briefly. One minute later there was one battery attached to the white power lead however the ventricular assist device (vad) numbers showed zeroes as if disconnected. The vad appeared to be disconnected from 0721 to 0726 with one battery connected to the white power lead. At 0726 the vad showed reconnected with one battery until the other battery was connected at 0915.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review with events spanning approximately 19 hours (29apr2024 at 17:12:28 to 30apr2024 at 12:27:30 per time stamp). At 07:18:17 on 30apr2024 while the patient is connected to the mpu, a no external power event occurs due to a loss of ac power. The driveline is disconnected at 07:21:28, resulting in a pump stop at 07:22:47. The no external power alarms clear at 07:22:48 when the white power lead is connected to a fully charged 14v li-ion battery. The driveline is reconnected at 07:26:13, and power is restored to the pump at 07:26:16. The pump reaches the set speed of 5300 rpm at 07:26:21. The black power lead is connected to a fully charged 14v li-ion battery at 09:15:44. The backup battery provided power to the system during the loss of ac power event. There were no other notable events active in the log file. The driveline disconnect and pump stop alarms are further addressed via the system controller and pump investigations, respectively. Additional information provided communicated that it was not known if the mpu became disconnected at the wall outlet or from the back of the unit. It was also noted that it was not known if the mpu has a v-lock connector on the ac power cord. The mpu was not exchanged and will not be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 08jun2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.